Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported by the customer that their insulin pump may not be functioning properly due to high blood glucose levels. Customer stated they had high blood glucose level of 411 mg/dl and are treating with manual insulin injections. Customer declined further troubleshooting and wanted to verify basal rates. Corrected basal rates and advised customer to monitor device. Nothing further reported.